Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they underwent a procedure to check their leads on their pacemaker. They also reported that the leads were fine and replacement was not required. They further reported that they were informed they may need another procedure, however it was identified that it was an incorrect setting and not the pacemaker or the leads. Both right atrial (ra) lead and the right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.